Event description:
No further event information available at the time of this report.

Manufacturer narrative:
The returned tasp lot 63107302 exhibits signs of repeated use (nicked or gouged) and has one of components 1 and 2 disassembled / missing. The missing component was not returned. The DHR was reviewed and no discrepancies relevant to the reported event were found. This device is confirmed to have been a part of a previous investigation. These devices were subsequently re-designed to account for this failure mode with a new locking mechanism. It was determined that these devices were manufactured prior to this design change. The root cause is considered to be a previously addressed design issue. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Report source: foreign - (B)(6). The product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001822565 ¿ 2020 - 00964, 0001822565 ¿ 2020 - 00965, 0001822565 ¿ 2020 - 00966, 0001822565 ¿ 2020 - 00967, 0001822565 ¿ 2020 - 00968, 0001822565 ¿ 2020 - 00969, 0001822565 ¿ 2020 - 00970, 0001822565 ¿ 2020 - 00971, 0001822565 ¿ 2020 - 00972, 0001822565 ¿ 2020 - 00973, 0001822565 ¿ 2020 - 00974, 0001822565 ¿ 2020 - 00975, 0001822565 ¿ 2020 - 00976, 0001822565 ¿ 2020 - 00977, 0001822565 ¿ 2020 - 00978, 0001822565 ¿ 2020 - 00979, 0001822565 ¿ 2020 - 00980, 0001822565 ¿ 2020 - 00981, 0001822565 ¿ 2020 - 00982, 0001822565 ¿ 2020 - 00983, 0001822565 ¿ 2021 - 02546.

Event description:
It was reported that the device was missing one or more ball bearings that appear to be detaching during or after the sterilization process. There was no patient involvement. Attempts have been made and no further information has been provided.